Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of the unspecified bd autoshield duo¿ pen needle did not activate and resulted in a needle stick to the nurse. It was also reported that "she went to employee health" for medical intervention.

Manufacturer narrative:
New information received confirmed the catalog and lot numbers. It was reported that the safety mechanism of the bd autoshield duo safety pen needle did not activate and resulted in a needle stick to the nurse. It was also reported that "she went to employee health" for medical intervention. Medical device brand name: bd autoshield duo safety pen needle. Medical device catalog #: 329515. Medical device lot #: 8115755. Medical device manufacturer: (B)(4). Medical device expiration date: 2021-05-31. (B)(4). PMA/510(k)#: k110007. Device manufacture date: 2018-04-25.

Event description:
It was reported that the safety mechanism of the bd autoshield duo safety pen needle did not activate and resulted in a needle stick to the nurse. It was also reported that "she went to employee health" for medical intervention.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the safety mechanism of the bd autoshield¿ duo safety pen needle did not activate and resulted in a needle stick to the nurse. It was also reported that "she went to employee health" for medical intervention.